Manufacturer narrative:
Other, other text: the returned device was evaluated. During the investigation, the device powers off and only the blinking leds remain on. The device was found to have a trend service software issue on the core-board. This causes the device to produce a 12-beep alarm and flashing red led while powering off.

Event description:
The customer reported the device turns off on its own. There was no patient impact or consequence reported.

Event description:
The customer reported the device turns off on its own. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).